Event description:
During the procedure, the physician used a wilson-cook howell d.a.s.h. Ii direct access system sphincterotome during a sphincterotomy. When an attempt was made to remove the wire guide from the sphincterotome, the coating of the wire guide separated but did not detach near the distal end. The device was removed with no injury to the patient.